Manufacturer narrative:
(B)(4). Batch # n56a32, additional information was requested and the following was obtained: what was the quality issue with the device? The firing trigger was freely floating and hence could not fire. It has lost its spring mechanism. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, "no information on what happened." It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.